Event description:
It was reported to philips that the c-arm had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was delayed and completed after restarting the system. The philips field service engineer (fse) inspected the system on-site and confirmed a c-arm geometry movement failure. Upon troubleshooting, the fse found an issue with the table-side control module. To resolve the issue, the fse replaced the table-side control module, and after the replacement, the system returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur; and, as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.